Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement greater than 3000 ohms. Technical services (ts) reviewed and noted there were no stored noise or signal artifact monitor (sam) events. Ts provided troubleshooting efforts. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement greater than 3000 ohms. Technical services (ts) reviewed and noted there were no stored noise or signal artifact monitor (sam) events. Ts provided troubleshooting efforts. This device remains in service. No adverse patient effects were reported. Additional information was received stating noise was also seen for this rv lead. Subsequently, this right ventricular (rv) lead was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received stating this patient experienced a fall likely related to the lead anomalies. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. The product has been received for analysis. This report will be updated upon completion of analysis. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes if pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement greater than 3000 ohms. Technical services (ts) reviewed and noted there were no stored noise or signal artifact monitor (sam) events. Ts provided troubleshooting efforts. This device remains in service. No adverse patient effects were reported. Additional information was received stating noise was also seen for this rv lead. Subsequently, this right ventricular (rv) lead was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement greater than 3000 ohms. Technical services (ts) reviewed and noted there were no stored noise or signal artifact monitor (sam) events. Ts provided troubleshooting efforts. This device remains in service. No adverse patient effects were reported.